Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 206mg/dl at the time of the incident. Customer state that drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to confirm the a 33 alarm and unable to perform the displacement test, basic occlusion test, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The device was unable to perform prime test, a 33 test and excessive no delivery test due to loose protruded drive support disk. The insulin pump was received with reservoir tube lip completely broken off.